Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket and lead erosion. Reportedly, the patient had extreme pain at the pocket site. Furthermore, a few months ago, the patient had excessive fluid, and it was removed via pericardiocentesis. The doctor examined the patient, and a pocket revision was taken into consideration. There were no additional adverse patient effects reported. This rv lead remains in service.